Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to oversensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the partial lead was returned in segments, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The inner insulation of the lead became breached due to a rupture while in vivo. The outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.